Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the device did not fire. The surgeon used ultra sonic dissection device to resolve the issue in order to complete the case. There was no patient injury.